Event description:
Patient was suffering from pain, the metal on metal cup/head combination was removed, along with the neck. A new mpo modular neck was implanted along with an mpo biolox ceramic head. A de puy pinnacle poly liner/shell were also used. The surgeon was very happy with the outcome of the case. He was not the original surgeon to perform the original case. Apparently the first case was a bhr hip resurfacing which was converted to a mom thr using a s&n head/cup/sleeve combo, with an mpo (wright) profemur l/modular neck stem. Mp emea: (B)(6) informed us that s&n will also start there own investigation.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).